Event description:
It was reported that the nurse stated patient temperature was 37.1c, but target temperature was 36c. Nurse wanted to confirm if all looked good with the device. Water temperature was 15c, flow rate was 2.7lpm, patient weight was 86kg with medium pads in place which nurse stated that appears too small. Mss discussed adding universal pad to abdominal area. Nurse denied patient shivering at this time. Mss discussed causes of heat generation and possibility of counter warming should the patient shiver. Mss suggested secondary probe to confirm accurate patient temperature. Mss advised to call back if they continued to have issues. Device appeared to be responding appropriately. Per additional information received via follow up on 21-oct-2022, it was stated that therapy was completed with the same device. Nurse was advised by mss to use universal pads on the abdominal area and the device did not go to biomed. Patient was a male, 86kg in 60's. There was no injury to patient during the therapy.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated patient temperature was 37.1c, but target temperature was 36c. Nurse wanted to confirm if all looked good with the device. Water temperature was 15c, flow rate was 2.7lpm, patient weight was 86kg with medium pads in place which nurse stated that appears too small. Mss discussed adding universal pad to abdominal area. Nurse denied patient shivering at this time. Mss discussed causes of heat generation and possibility of counter warming should the patient shiver. Mss suggested secondary probe to confirm accurate patient temperature. Mss advised to call back if they continued to have issues. Device appeared to be responding appropriately.